Event description:
I accidentally rinsed my contact with the clear care hydraglyde solution, as I'm legally considered blind without the use of corrective lenses or glasses. I've worn contacts since I was 13 and have never ever encountered such a terrible chemical eye burn before in my life this being the 2nd time seeking emergency care due to this terrible injury. This product should be taken off the shelves of every store that sales this product. I believe that any medication or eye care that can cause such harm should be taken off the store shelves immediately permanent harm/injury - visit to clinic/doctor - visit to an emergency room. Call to poison control. More medicine to reduce or relieve the possible bad effects of the error. (B)(6). (B)(4). Reporter's recommendations: take the product off store shelves. Why should a single person be injured by a product, let alone hundreds of complaints.